Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable lead was part of a recent system revision due to infection and erosion. The patient's medical history was significant for post-procedure hematoma back in (B)(6) 2019 following a normal pacemaker replacement procedure. At that time, the patient was classified as high-risk for the procedure due to being on chronic blood coumadin medications and having high inr levels. Following the procedure, the patient developed a small hematoma. The hematoma was treated but healing was slow. The patient was referred by the following clinic to an electrophysiologist for further medical assessment and treatment options. The patient wasn't seen until the implant site started to worsen following an unrelated injury near the implant site. At that point, there was evidence of erosion and the pacemaker and leads were explanted.